Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Product development investigation was completed. The complaint condition is confirmed. Visual investigation shows strong signs of hard contact of the blade with other metallic part. It is obvious that the blade hit the nail during insertion. Improper alignment during insertion caused jamming of the blade into the nail and therefore could not be inserted as intended. Unfortunately, the nail was not returned for investigation. Carried out functional test confirmed full functionality of the blade. It could be locked and unlocked as intended. As result of our investigation we exclude manufacturing related issue. No product fault could be detected. Device history records review was completed for part# 04.027.051s, lot# l390160. Manufacturing location: (B)(4), manufacturing date: may 03, 2017, expiry date: apr 01, 2027. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information was not provided for reporting. Device malfunctioned intraoperative. Device was not implanted/explanted. Reporter contact number (B)(6). The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, patient underwent surgery for the femoral trochanter. During the surgery, although the pfna (proximal femoral nail antirotation) compression blade 80mm was installed to the insertion handle and was inserted, the blade interfered with the nail and could not be inserted. The surgeon removed the blade once and tried again, but there was no improvement. The surgery was completed by using the compression blade 85mm safely. The surgery was extended for 10 minutes. No adverse consequence to the patient was reported. Concomitant device: pfna nail (part# unknown, lot# unknown, quantity 1). This report is for one (1) pfna ii blade l80 tan. This is report 1 of 1 for (B)(4).